Event description:
The 7 f tunneled dual lumen hickman catheter was inserted on (B)(6) 2014. Removed on (B)(6) 2014 because pt complaint of hearing pop after white port of catheter was flushed. Pt also experienced pain at catheter site. Catheter was noted to be perforated. MFR: please note that we do not send products to the MFR.